Event description:
The customer reported that the physicist found the focal spot to the pt's skin was 5mm below the limit. He confirmed that the focal spot was incorrectly placed at the factory. Drawings from engineering confirmed the correct distance was 205mm from fs to top tube cover. Additionally there was a dirty (B) (4) of x-ray on lamp on top of the workstation. The collimator iris did not match virtual iris. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep cleaned the workstation (B) (4). He calibrated the collimator iris and mag stops rechecked the beam alignment. The system passed the final function test. The system operates as intended.